Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a lesion located in the left main (lm) coronary artery-left anterior descending artery (lad). There was no damage noted to the packaging and no issues noted when removing the stent from the hoop. The device was not inspected. The stent did not pass through a previously deployed stent. Excessive force was not used. It was reported that there were wire movement issues however the stent was able to be advanced into the patient. An attempt was made to inflate the device however inflation difficulties were encountered and the device didn't deploy and became stuck. The device was removed from the patient without causing harm. The patient was reported to be alive with no injury.

Manufacturer narrative:
The lesion was pre-dilated. It was reported that an attempt was made to tread the stent on to the unknown brand guidewire with no success. No attempt was made to inflate the balloon of the device. The stent was not used in the patient. The device was replaced with a new onyx stent. The new stent successfully reached the lesion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the guidewire did not return for evaluation. A kink was evident on the hypotube. There was no deformation to the distal tip. A 0.014 inch guidewire was backloaded through the distal tip and advanced proximally through the exchange joint with no resistance noted. The inner lumen patency was verified with a 0.015 inch mandrel. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.